Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable connector needed repair. Manufacturer's investigation is ongoing.

Event description:
The customer reported the system is not displaying images. No pt injury was reported.